Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a right ventricular leadless pacemaker (lp) became dislodged during initial implant after tether mode. The device migrated to the pulmonary artery before being successfully retrieved. The lp helix was found to be stretched upon further inspection. A new device was then implanted to complete the procedure. Patient was stable.